Event description:
It was reported that there was a warmup issue, restart during session. It reportedly occurred frequently between (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warmup issue, restart during session. It reportedly occurred frequently between (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. Product was also provided for investigation. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).